Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Caller indicated the (B)(4) confirm meter was giving variable results. Caller got a reading of 47 with (B)(4) rep before transferring the call. Caller tested again over the phone and she got a reading of 287. She thinks the readings are not correct. She has had the meter for 2-3 weeks. Replacing product.